Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection noted that the end of the tubing was missing a part. It is not known what part of the set is missing as the product code was not available. The reported condition was verified, though an assignable cause could not be determined. The lot number is not known; therefore, a batch review could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received and the evaluation is in progress. The initial visual inspection verified the reported condition of a missing component. The component could not be identified, however, as the product code was unable to be determined by the state the device was received in. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During evaluation of a returned secondary medication set it was found that it was missing a component. There was no patient involvement. No additional information is available.